Manufacturer narrative:
A4 - patient weight not provided. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted with shortness of breath. Log files were submitted for review. The event log file capture an electrostatic discharge induced pump stop on (B)(6) 2025 at 1911 while on battery power. The pump was off for approximately 3 seconds during to reset and then resumed operation. Left ventricular assist device internal fault events, possibly associated with lvad internal temperatures greater than 60c, were also noted on (B)(6) 2025 at 1827 that resolved on their own.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a transient pump stop event that appeared consistent with electrostatic discharge (esd) as well as the lvad internal fault alarm. A specific cause for the lvad internal fault alarm could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and the reported event could not be conclusively established through this evaluation. The controller event log file contained events from (B)(6) 2025 through (B)(6) 2025. A pump stop was captured on (B)(6) 2025. The event lasted approximately 3 seconds and appeared consistent with the pump resetting due to an esd event. Following the event, the pump regained speed and resumed normal operation without issue. An lvad internal fault alarm associated with circuit_over_temperature lvad flags was captured on (B)(6) 2025. No other notable events or alarms were captured. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, and the heartmate 3 patient handbook, rev. A, are currently available. Sections 3 and 6 of the IFU as well as sections 1, 3 and 4 of the patient handbook warn that high levels of static electricity can cause the left ventricular assist device to stop, and state that patients should use battery power when not sleeping or relaxing or while performing activities that can generate static electricity. Section 6 of the IFU and section 4 of the patient handbook also provides examples of when static electricity can occur and how it can be avoided. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. Additionally, the testing and classification tables in appendix c of the IFU and section 9 of the patient handbook include electrostatic discharge information. No further information was provided. The manufacturer is closing the file on this event.